Manufacturer narrative:
A manufacturing investigation was performed for the subject device (retractor frame cranial/caudal). Part number 03.615.100, lot number t987597. The subject device was returned to the manufacturer with the complaint condition stating that the retractor frame exhibit some post production / acceptance wear and tear marks. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. An inspection of the left hand ratcheting arm (blade holder) shows that all 4 positions are good and holding however an examination of the right reveals that there is some play in the first and second ratcheting positions of the blade holder. The blade holder rh is only holding in the 3rd and 4th position. The ratcheting function was checked on all positions on both arms on the 01-jul-2013 and found to be conforming. A dimensional inspection of relevant features (saddle and blade holder) is not possible as the parts are assembled and are probably broken. The material of blade holder 03_615_100_40 and saddle 03_615_100_15 are conforming to specifications 420a (charges (B)(4)). The root cause cannot be exactly determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date rcvd by MFR: on previous follow up medwatch reported as december 16, 2016; however, it should have been december 07, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing date: july 01, 2014. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during a minimally invasive spine (mis) surgery it was detected that one branch of the retractor frame was not staying in the desired position; the distractor collapsed on itself. The surgery was prolonged about thirty (30) seconds. There was no patient harm and the surgery was completed successfully. This is report 1 of 1 for (B)(4).